Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t, competitor implantable pacing lead, (B)(6) 2012. A 6947, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that patient was admitted into the emergency room after being appropriately shocked four times. The patient also stated that they have diaphragmatic stimulation when lying on their left side. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.